Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/21/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects noted. A leak test and fill test was performed with no failures each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she has been having an ongoing issue with bubbles in her cartridges, going into her tubing, starting 3-4 months ago. Customer technical support (cts) reviewed her technique and no issue noted. The patient is concerned tonight as her blood glucose (bg) was up to 207mg/dl and she is concerned about going to sleep. Cts instructed if that concerned, to remove pump and go on alternate delivery method of insulin. The patient attributes the bubbles to defective products. She has met with diabetes educators, physicians,received a replacement pump, tried different cartridges and lots, and talked to animas supervisor and still has ongoing bubbles. Patient notices the bubbles start at the base of the plunger at the black area on the plunger. Cts recommendation during this call was to fill to 140 units then pull back to 180 mark, tap cartridge and have any bubbles mix with the 40 unit or air and then push the air out of cartridge till bubble on end of cartridge tip and apply tubing and do manual prime, then do rewind load and prime till 5 drops seen and stop. No issue seen with verbal technique. Animas clinical manager contacted patient on (B)(6) 2013 and explained this system is not closed and air bubbles are expected and can occur. The patient stated she had the diabetes educator fill cartridge and air bubbles were still present. The patient was not able to state how severe the bubbles were or if there were gaps in the tubing. Animas arranged additional training for patient, and patient stated the diabetes educator had provided a different type of infusion set and she will see if this change helps eliminate the bubble issue. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the bubble issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #2 (B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.